Event description:
As reported, the tip of the supertorque catheter pigtail has broken. There was no reported injury to the patient. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
E1: (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.